Event description:
Pump reported to be set up at 4 ml/hr with 125 units insulin in 250 mls of saline. Four hrs later the bag was empty. The pump indicated 16 mls had infused. The rptr indicated that the loading of the tubing may have been involved. The pt condition could not be assessed due to her pre-existing condition. D5 1/2 at 35 ml/hr was then given to the pt as a precaution. No pt injury resulted.